Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that insulin was dripping out of the end of the tubing during the load step. The pump prime history was reviewed with the reporter and found that there were several small prime volumes in the history; the reporter confirmed that insulin was seen coming from the tubing during prime and confirmed that new cartridge and tubing were used each time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.